Event description:
Pt underwent a mitral valve replacement and had good results from surgery. The pt's inr was kept "around 2.0-2.5". The pt returned with progressive dyspnea, and developed cardiac arrest and expired on 11/5/96. The inr at this time was 1.25. Autopsy findings revealed thrombus surrounding the valve.

Manufacturer narrative:
Info reviewed from the valve's device history record and the add'l testing performed through the fer analysis laboratory indicated the valve complied with co's specifications at the time of manufacture. The co's physician's manual recommends that pts implanted with the co's mechanical heart valve be routinely maintained on anticoagulants. Results of this investigation indicated the thrombus detected at autopsy was most likely the result of inadequate anticoagulation, as supported by dr. Testing performed at co indicated the thrombosis was not due to an intrinsic defect in the valve.